Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle "black dots (rust), and dander like foreign matter is discovered on needles. The following information was provided by the initial reporter: distributor's sales person has been informed and visited the account. He mentioned that the needles appeared to have like black dots (rust aspect), as we encountered some of them having tiny dander.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® flashback blood collection needle "black dots (rust), and dander like foreign matter is discovered on needles. The following information was provided by the initial reporter: distributor's sales person has been informed and visited the account. He mentioned that the needles appeared to have like black dots (rust aspect), as we encountered some of them having tiny dander.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 8041187-2023-00466 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.